Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the cine bridge pcb and hv cable assembly for the cine drive. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction. System used in animal lab. Not used on humans.

Event description:
The ge oec 9900 fluoroscopy system would not produce cine images.